Manufacturer narrative:
The device with the lens was returned in the blister tray in the carton. The plunger lock and the lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to the starting point of the loading area. The lens was slightly advanced forward inside the lens loading area. The leading haptic was ahead of the optic. The trailing haptic was folded toward the optic with the distal haptic tip placed on the optic surface. The plunger was removed from the device and evaluated. There was no damage observed to the plunger. The plunger was reinserted into the device with no difficulties observed. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported complaint cannot be determined. The lens only slightly advanced, still in the loading area. The trailing haptic was folded toward the optic with the distal haptic tip placed onto the optic. There appeared to have been adequate viscoelastic added into the device. Upon return, the plunger was retracted to the starting point of the loading area. It is not possible to confirm the position of the plunger in relation to the lens prior to the retraction of the plunger. The plunger was removed and evaluated. There was no damage observed to the plunger. The plunger was reinserted into the device with no difficulties. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory coordinator reported that during intraocular lens implant procedure, the plunger would not engage. There was patient contact with the product. No information was provided related to patient harm.